Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD). A review of reports indicated that there was undersensing due to low amplitudes on the right atrial (ra) channel. Technical services (ts) also noted that there was atrial pacing for the previously intrinsic supraventricular tachycardia (svt) until an episode was declared. It was noted that the device, then, started appropriately inhibited therapy. Ts explanted the atrial flutter response (afr) algorithm and suggested reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device appears to have functionally undersensed a premature ventricular contraction (pvc) that resulted in ventricular pacing in the vulnerable period. Ts noted that the pacing could have caused ventricular fibrillation (vf) that occurred thereafter. The device delivered anti-tachycardia pacing (atp). A shock was also delivered, which converted the rhythm. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD). A review of reports indicated that there was undersensing due to low amplitudes on the right atrial (ra) channel. Technical services (ts) also noted that there was atrial pacing for the previously intrinsic supraventricular tachycardia (svt) until an episode was declared. It was noted that the device, then, started appropriately inhibited therapy. Ts explanted the atrial flutter response (afr) algorithm and suggested reprogramming. The device remains in use. No adverse patient effects were reported.